Manufacturer narrative:
Follow-up # 1 date of submission 01-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. The total daily dose added up correctly and reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that there was an alleged inaccurate delivery issue with the pump. It was reported that the patient experienced several unspecified high blood glucose levels and it was believed that the pump is not delivering accurately. There was no claim that the user¿s the bg reading exceeded 500 mg/dl and no symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.